Event description:
It was reported that motor not running. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing both tamper seals and had a cracked right plunger case, missing battery, the electronic serial number on pump screen was blank. The customer stated problem was duplicated. Visually inspected motor assembly, found the worm coupling was stuck and not turning. Normal wear, motor is 11 years old. Replaced stepper motor, also replaced old style blue worm gear, old style motor mount, worm coupling and wavy washer due to normal wear. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.